Event description:
Customer reported receiving several motor error alarms on the insulin pump. Customer also saw two additional error alarms in the insulin pump's history. Customer reported standing close to loud speakers at a concert prior to the motor error alarms occurring. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. No motor position encoder alarm could be confirmed due to several alarms in the history screen for a corrupted history file. All of the buttons functioned properly and no damage was noted to the keypad assembly. No physical damage was noted during the visual inspection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. He insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.